Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 57 days post implant of this aortic bioprosthetic valve, the patient passed away. The cause of death was reported as infectious endocarditis. The source of the infection was not reported. It is unknown whether an autopsy was performed.